Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the needle detached from the mesh leg assembly inside the patient and became stuck in the sacrospinous ligament. The needle was not retrieved. The procedure was completed with another pinnacle anterior/apical pfr kit without any further "patient injury or complaint," and the patient is reportedly "doing fine" post-procedure.

Manufacturer narrative:
Visual analysis of the returned pinnacle anterior pfr kit device showed that mesh leg #4 and #5 were missing and the needle was missing from the solid blue dilator. Mechanical tests of the returned capio open access suture capturing device showed that it operated freely and smoothly. Visual analysis of the capio device showed that the gray handle was cracked. No defects were observed with the carrier, carrier housing, or the catch. It was reported to boston scientific corporation that the initial use of the product was during this procedure. It was also reported that nothing from the capio handle detached inside the patient, and the physician had cut off the mesh legs to facilitate removal of the device from the patient. The probable root cause for the needle detaching was determined to be design. The probable root cause for the cracked capio device handle could not be determined.

Manufacturer narrative:
The device has not been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure, using a pinnacle anterior/apical pfr kit, the needle detached from the mesh leg assembly inside the pt and became stuck in the sacrospinous ligament. The needle was not retrieved. The procedure was completed with another pinnacle anterior/apical pfr kit without any further "pt injury or complaint," and the pt is reportedly "doing fine" post-procedure.